Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnosis: lumbar degenerative disk disease, l5-s1, with l5 spondylolysis. Patient underwent the following procedure: l5-s1 transforaminal lumbar interbody fusion with peek cage. Posterolateral arthrodesis, l5-s1, with screw instrumentation and allograft/bmp. Intraoperative c-arm fluoroscopy interpretation. As per-op notes: s1 nerve hook was decompressed and discectomy was performed. An interbody arthrodesis was performed using bmp soaked collagen sponges and a 12x22 mm peek cage. Then, transverse processes of l5 and sacral ala were decorticated bilaterally. Bmp soaked collagen sponges were wrapped and laid down the gutters. On (B)(6) 2009: patient presented with following pre-op diagnosis: status post l5-s1 instrumented spinal fusion with two previous decompressions of l5-s1 disk space. Possible pseudoarthrosis. Neuroforaminal stenosis l5-s1 bilaterally. Right leg l5 radiculopathy. Left leg radiculopathy l5/s1. Patient underwent the following procedures: laminotomy with decompression of nerve roots l5-s1 involving partial facetectomy, foraminotomy and re-exploration single interspace lumbar bilateral (l5-s1). Removal of posterior spinal instrumentation. Exploration of spinal fusion. Post-op diagnosis: status post l5-s1 instrumented spinal fusion with two previous decompressions of l5-s1 disk space. Solid fusion. Neuroforaminal stenosis l5-s1 bilaterally. Right leg l5 radiculopathy. Left leg radiculopathy l5/s1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior lumbar fusion surgery at l5-s1 where rhbmp-2/acs was implanted. On (B)(6) 2009, the patient was diagnosed with pain in his right leg and lower back. The patient underwent physical therapy and multiple spinal injections to relieve the pain. On (B)(6) 2009, the patient had to undergo a laminectomy that involved a revision of the previous surgery. The patient has not recovered from his surgery involving rhbmp-2/acs and suffers from pain that prevents him from performing many basic activities of living. It was also reported that the patient suffers from heterotopic bone growth.